Event description:
During the index procedure one resolute integrity (rx) drug eluting stent was used to treat the target lesion located in the ramus branch of the lad. Patient was discharged the following day. It was reported that 21 months post index procedure, the patient was reported to have suffered a stemi in the lcx and lad and received 2 non mdt stents as treatment / intervention. Patient reported to have recovered the following day. Investigator assessed the event as not related to study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).